Event description:
It was reported that the customer entered a carb value of 227 grams, rather than 58 grams and delivered a 20 unit bolus. Customer consumed a chicken salad sandwich per the advice of heath care provider and contacted spouse to come home. During troubleshooting with tandem technical support, customer set a temp rate of 0% for the next 4 hours. Customer's blood glucose (bg) value during report was 225 mg/dl. Follow up with customer same day indicated that the customer ate the chicken salad sandwich with a soda. Customer reported that may have been too many carbs and bg level was 300 mg/dl. Approximately 3 hours later, customer reported that bg level was "fine".

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.